Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set cannula crimped event on 06-may-2024 after 3 hours of insertion. Insertion site was abdomen. Customer regularly rotate site location. Furthermore, customer confirmed that introducer needle was ahead of the cannula prior to insertion. The blood glucose level was 259 mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.